Event description:
It was reported that the patient was syncopal with trauma to the head and had bradycardia. The left ventricular lead was found to have no capture and high threshold. The right ventricular lead had intermittent capture. Both leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, ICD, implanted: (B)(6) 2011; 5092, lead, implanted: (B)(6) 2003; 419388, lead, implanted: (B)(6) 2004. (B)(4).